Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that pumps shut down during transport of patient from nicu to operating room requiring "re-boot" three times. The following medications were infusing at that time the devices shut down: carrier fluids, lipids, and prostaglandins. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.